Manufacturer narrative:
The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion.

Event description:
It was reported that during a lemaire reparation surgery the anchor could not be fixated in the bone. When the surgeon slightly tensioned to verify the tightness the anchor pulled out already. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacture. It was not necessary to switch the surgical technique or do a second surgery.